Event description:
Patient was undergoing emergency surgery for cerebral aneurysm. Patient had hard arteriosclerotic and tortuous vessels. A thrombus occurred in the m1 and was aspirated with a penumbra 4max reperfusion catheter. This succeeded to partially recanalize the vessel, but part of the thrombus migrated into the m2. Aspiration was again attempted with the 4max, but during aspiration the catheter fractured at the proximal part. The 4max catheter was able to be completely removed from he patient, and a 3max reperfusion catheter was used. The 3max succeeded in aspirating the thrombus and completely recanalized the vessel. There was no adverse event on the patient and the surgery on the aneurysm was able to be continued.

Manufacturer narrative:
Results: the catheter appears to be fractured approximately 14.3 cm from the hub. The catheter is also damaged for the last 8.5 cm of the distal tip. The catheter has kink/pinches throughout the entire shaft. Conclusion: the complaint has been evaluated. Upon evaluation, it appears that the proximal shaft of the catheter is fractured. The break site is in the middle of a material, not at a joint and shows signs of stretching. The complaint indicates that the 4maxc was fractured during the procedure when advancing through tortuosity and stenosis. The break likely occurred due to excess force placed on the catheter during manipulation in the patient against resistance. The IFU for the device warns against advancing or retracting the device against resistance unless the cause the resistance can be determined to avoid damage to the product as seen in this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.